Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v407767, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient's device worked well for the first three months and she was able to sleep full nights, but then it quit working. She tried to get it reprogrammed multiple times, but it did not help. The device no longer worked for her and she was just fine with taking pills, going to the bathroom frequently, and using pads for her symptoms. She saw her doctor a few months ago, approximately in (B)(6). The doctor reportedly thought that a lead might be displaced or the electrical signal clogged.